Manufacturer narrative:
During the requested site visit, the field service engineer (fse) performed and found an air bubble in the yellowish peristaltic pump tubing (ppt) may have led to the false wbc result. The fse replaced the ppt; however, the ppt had not been changed between the original and repeat runs of sid (B)(6). A review of the product historical data did not find a product issue related to the complaint. Labeling was reviewed and found to be adequate for the complaint issue. Based on the available information no product deficiency of the cell dyn sapphire analyzer, serial number (B)(6), was identified.

Event description:
The customer observed falsely decreased wbc results generated on the cell-dyn sapphire analyzer for multiple patients. The one result example provided were: the one result example provided were: on (B)(6)2023 sid (B)(6)initial wbc results = 0.048 x 10e3/ul /repeated on 43110az=18.2 10e3/ul /on (B)(6)2023 repeated on 60088az=16.8 10e3/ul neutrophil absolute=0.002 10e3/ul /repeated on 43110az=11.8 10e3/ul / on 26sep2023 repeated on 60088az=473/ 10e3/ul there was no reported impact to patient management.

Event description:
The customer observed falsely decreased wbc results generated on the cell-dyn sapphire analyzer for multiple patients. The one result example provided were: the one result example provided were: on (B)(6) 2023 sid (B)(6) initial wbc results = 0.048 x 10e3/ul /repeated on 43110az=18.2 10e3/ul /on (B)(6) 2023 repeated on 60088az=16.8 10e3/ul. Neutrophil absolute=0.002 10e3/ul /repeated on 43110az=11.8 10e3/ul/on (B)(6) 2023 repeated on 60088az=473/ 10e3/ul there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.